Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, as they were trying to remove the device from the endoscope after the procedure, the exit marker bunched up and peeled back on the catheter. They had difficulty removing the device through the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.